Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, a coronary artery bypass grafting (CABG) was performed. Retrograde flow alarms and high ao ps shown and flows less than 1 l/min. The physician decided to replace with a new impella 5.5 without issues.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.